Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the failure to advance the steerable guide catheter (sgc). The damage tip appears to be due to the failure to advance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the damage to the sgc soft tip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted however failed to cross and the tip of the device became damaged. The sgc was removed and the procedure aborted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.